Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified vein side artery. A 5.0-4/4t/40 symmetry balloon catheter was advanced for pre-dilation. However during second inflation at 10 atmospheres the balloon ruptured. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported.